Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2017 with the following findings: a review of the pump¿s black box showed no evidence of a loss of prime warning (cs162). During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime alarms occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. There was no defect found.